Event description:
Synchromed ii 8637-20 was refilled and instantly I noticed a burning sensation after the needle was removed. The nurse said that sometimes happens and sent me on my way. Within 5 minutes after leaving I became sleepy but drove from eugene to my sewing class in junction city, oregon. There I was unable to function, couldn't figure out how to sew. I called the doctor and my friend drove me to their office. At that time the doctor removed the medication and transferred me by ambulance. There I was given narcon and stayed for 24 hours as they stabilized me.